Event description:
Reporter alleged blood glucose on the active system of 168 mg/dl, but stored in the meter's memory as 366 mg/dl. Reporter stated that the customer was not feeling well, but stated that it was due to dialysis, not the customer's diabetes. No action/treatment based on results was reported. No adverse event was reported in connection with the memory discrepancy. A request was made for the return of the suspect device and replacement product was sent.